Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose level of 285mg/dl, and moderate ketones. The school nurse instructed the customer to treat by drinking 16 ounces of water, and the issue resolved. No insulin was delivered.